Event description:
It was reported that the lead was bad.

Manufacturer narrative:
The lead was returned cut off at 20.5 cm from the pins. The remaining portion was capped and left in the patient. Analysis of the returned portion found an abrasion on the outer insulation between 17 and 17.4 cm from the pins over the svc cable lumen, characteristic with friction to the ICD can.